Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received results of 8.5 mmol/l and 2.9 mmol/l within 10 minutes on the mobile system. The customer pulled his car over and took something sweet to raise his blood sugar level. No adverse event reported. Requested return of suspect device.